Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there is one previous complaint of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received one closed sample for analysis. Tightness test to the sample received has been performed and the unit is tight. We have tested the needle attachment of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 3.90 kgf (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum) a minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the thread detached from the needle.